Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hysterectomy procedure that part of the jaw broke and fell in to the patient. All pieces that broke off were retrieved. It was unknown how this was accomplished. It was unknown how the procedure was completed. There were no patient consequences reported. Device not being returned